Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2018 for rising lactate dehydrogenase (ldh) levels. Baseline in (B)(6) 2017 was in the 200s while on the day of admission it was 793. The patient noted some left ventricular assist device (lvad) parameter changes, specifically higher pulsatility index (pi) and lower flow. The patient denied shortness of breath on exertion or change in urine color and remained active the day of admission. On admission, an echocardiogram was obtained to assess for concerns of pump thrombosis but the results were unremarkable. Urine microscopy was negative for red blood cells (rbcs) and infection. Reduced haptoglobin was noted which was consistent with ongoing hemolysis. The hemolysis was considered to be lvad related, possibly due to some subtherapeutic international normalized ratios (inrs).aspirin 81 mg daily was initiated in addition to plavix 75 mg daily. Upon discharge, inr goal adjusted to 2.5-3.5 given concerns for pump thrombosis with hemolysis signs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) and hemolysis could not be conclusively determined through this evaluation. The report of a concern for device thrombus could not be confirmed as the device was not available for investigation at the time of the event and no diagnostic imaging was provided. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established the patient ultimately underwent a pump exchange due to suspected driveline damage on (B)(6) 2021 from (B)(6) to (B)(6). Refer to MFR#2916596-2021-06272 regarding the evaluation of (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Section 1 and section 4 "system monitor" provide an explanation of each of the pump parameters, including pump power, flow, and pulsatility index (pi). The IFU warns that one single pump parameter is not a surrogate for monitoring the overall clinical status of the patient. Any change in parameters should be evaluated with all clinical considerations in mind. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 14nov2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for hemolysis with ldh that trended down following heparin infusion. The patient has been maintained on plavix since.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.